Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-may-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 03-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp), reported via the manufacturer¿s representative (rep), the patient developed an infection on the skin near the battery incision (in the chest) and behind the ear. There were no issues with therapy and no factors that could have led to the issue. The battery and extensions were removed, and the infection site was cleaned. The extensions were replaced with longer ones (95 cm) and a new battery was implanted in the abdomen which resolved the issue. No further complications were anticipated.